Event description:
It was reported the patient presented in clinic for a device exchange. Prior to the surgery, interrogation revealed the left ventricular(lv) lead had been deactivated due to loss of capture. The suspected cause was dislodgment of the lv lead. The lv lead was capped on (B)(6) 2022. The asymptomatic patient was in stable condition.